Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed to charge and boot. Functional testing could not be performed since the device ceased to function. Share log data could not be downloaded or retrieved in this state. The device was opened for an internal visual inspection and failed as a defective battery with bad solder joints was discovered. The device battery was replaced with a known working battery, and the device data logs were successfully downloaded. The share log data was reviewed and rtt loss errors were observed in the investigation window. The reported event that the receiver ceased to function was confirmed. A root cause was determined to be a defective battery,.